Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the front response button cover was missing and the contacts were corroded. The cause of the non-functional response button is the corroded contacts. Additionally, the monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector and preventing incoming testing. The root cause of the corroded was ingress of an unknown liquid. The root cause for the damaged connector was excessive force. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor had non-functional response buttons.